Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a second access site was utilized to complete the cardiomems sensor implant due to the difficulty/delayed sensor release. The doctor attempted to disengage the sensor and delivery catheter by rotating the catheter body, advancing the catheter slightly and then withdrawing, and requesting the patient to take deep breaths and cough. All these techniques were unsuccessful. An interventionalist physician then opted to gain secondary femoral access and advanced the pulmonary artery catheter to see if the catheter balloon could make the sensor disengage from the delivery catheter. The sensor finally disengaged and settled near the target zone in the pulmonary artery and was successfully calibrated. The patient received additional medications during the procedure and a chest x-ray was performed. The patient remained stable throughout the case and is recovering.